Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02jun2020.

Event description:
During pm (periodic maintenance) the manufacturer¿s field service engineer (fse) reports unit was in storage with the note stating defective back up battery. It is unknown if the ventilator was being used on a patient at the time that the error was discovered. The fse confirmed the reported issue. The fse reports a battery was ordered and replaced in order to complete the pm.